Manufacturer narrative:
A steris service technician arrived at the facility and was informed that the leak occurred in a small room located between two or rooms. A hospital employee noticed the s1e leak and shut off the unit's water supply. The hospital employee placed towels on the counter top and floor to contain the water which had leaked. The steris technician found the leak occurred due to a loose hose clamp at the a&b filter assembly. The technician replaced the hose assembly, ran a test cycle, confirmed the unit was operating to specification and returned the unit to service. The unit was installed in august of 2011 and is currently under a steris service contract. The last preventive maintenance was performed on (B)(6) 2013, at which time the unit was confirmed to be operating to specification.

Event description:
The user facility reported that water leaked onto the floor from their system 1e unit. No injuries or procedural delays/cancellations were reported.